Manufacturer narrative:
Additional data: b5- the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -6.50/1.0/160 (sphere/cylinder/axis) into the patient's left eye (os) (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was explanted. The problem was resolved. Reportedly "we have re-treated the patient and she is doing great". The reporter indicated the cause of the event was a patient related factor. Cause details provided: "between sizes". H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: health impact code: "4625 - additional surgery: 'retreated'" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 of a -6.50/1.0/160 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. Cause of the event is a patient related factor.

Manufacturer narrative:
Claim# (B)(4).